Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On 19-oct-2016, fse arrived at the site to address the reported event. Fse replaced the thermal printer. The device subsequently ran without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/failure of the printer.

Event description:
On (B)(6) 2016, the customer reported receiving black strips on his thermal paper printouts making them unreadable with their g8 analyzer. The customer tried rebooting and he was now getting an "ng" for the printer test during reboot. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.